Manufacturer narrative:
(B)(4). Analysis description: failure event observed during analysis. A partial lead measuring 48.0 cm was returned for analysis. Final analysis found that the insulation was abraded at 4.1 cm to 4.6 cm, 5.1 cm to 5.4 cm, and 5.9 cm to 6.3. Cm from the distal tip.

Event description:
This report is to advise of an event observed during analysis.